Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the defibrillation threshold testing on the device was ineffective both at implant and one day post implant. The device was removed and replaced. No patient complications have been reported as a result of this event.